Manufacturer narrative:
UDI number: (B)(4). The returned rod bender was evaluated. The screw that holds that central knob in place has disassembled, preventing the device from being able to bend a rod. The cause is likely attributed to repetitive usage and high strength applications associated with bending cocr rods. A review of the manufacturing records did not identify any issues that would have contributed to this event. Reference report 3012447612-2019-00221.

Event description:
It was reported that two french rod benders were stiff during surgery. Upon evaluation at zimmer biomet spine, one bender was found to be missing a set screw in the center knob, and the other has a broken dowel pin. Another rod bender was used to complete the procedure without reported patient impacts. This is report one of two for this event.